Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (abdominal wall)"), genital haemorrhage ("bleeding after procedure/heavy bleeding/blood clots the size of soft balls/profuse bleeding") and autoimmune disorder ("multiple symptoms of an autoimmune disorder") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2008, (B)(6) 2012, (B)(6) 2013.), cholecystectomy in 2010 and gestational diabetes. Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced flank pain ("torso pain"), pain in extremity ("arm pain/legs pain"), vulvovaginal pain ("vaginal pain (persistent, severe radiating, cramping and bloating)") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2015, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), anger ("angry all the time"), mood altered ("worst mood"), procedural pain ("pain after procedure"), adnexa uteri pain ("pain in my fallopian tube"), nausea ("nausea"), abdominal distension ("bloating"), weight increased ("weight gain"), dental caries ("tooth decay"), night sweats ("night sweats"), agitation ("agitation"), depression ("depression"), libido decreased ("diminished feeling during sexual relations"), dyspareunia ("painful sex at times"), feeling abnormal ("brain fog") and anxiety ("mental anguish and suffering associated with my physical injuries"). The patient was treated with analgesics and surgery (hysterectomy to remove essure). Essure was removed in january 2015. At the time of the report, the perforation, autoimmune disorder, anger, mood altered, procedural pain, adnexa uteri pain, flank pain, pain in extremity, night sweats, agitation, depression, libido decreased, dyspareunia, feeling abnormal, hypersensitivity, anxiety and abdominal pain lower outcome was unknown and the genital haemorrhage, vulvovaginal pain, nausea, abdominal distension, weight increased and dental caries had resolved. The reporter provided no causality assessment for adnexa uteri pain, anger, mood altered and procedural pain with essure. The reporter considered abdominal distension, abdominal pain lower, agitation, anxiety, autoimmune disorder, dental caries, depression, dyspareunia, feeling abnormal, flank pain, genital haemorrhage, hypersensitivity, libido decreased, nausea, night sweats, pain in extremity, perforation, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Essure confirmation test: dye type test in (B)(6) 2014 (approx). Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics updated, historical condition and concomitant disease added. Essure indication and stop date added. New events constant severe rash on my torso, arms and legs (painful rash that persistent burned and itched), perforation (abdominal wall) with abdominal pain, vaginal pain (persistent, severe radiating, cramping and bloating), abdominal pain, cramping, bloating, nausea, weight gain, tooth decay, night sweats, agitation, depression, diminished feeling during sexual relations, painful sex at times, brain fog, multiple symptoms of an autoimmune disorder, hypersensitivity reaction, and suffering associated with my physical injuries were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (abdominal wall)"), genital haemorrhage ("bleeding after procedure/heavy bleeding/blood clots the size of soft balls/profuse bleeding") and autoimmune disorder ("multiple symptoms of an autoimmune disorder") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2008, (B)(6) 2012, (B)(6) 2013.), cholecystectomy in (B)(6) and gestational diabetes. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain (persistent, severe radiating, cramping and bloating)"). In (B)(6) 2014, the patient experienced flank pain ("torso pain"), pain in extremity ("arm pain/legs pain") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dental caries ("tooth decay"). On (B)(6) 2014, the patient experienced feeling abnormal ("brain fog") and confusional state ("confusion"). On (B)(6) 2015, the patient experienced night sweats ("night sweats"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2015, the patient experienced agitation ("agitation") and depression ("depression"). In (B)(6) 2015, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. On (B)(6) 2015, the patient experienced libido decreased ("diminished feeling during sexual relations") and dyspareunia ("painful sex at times"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), anger ("angry all the time"), mood altered ("worst mood"), procedural pain ("pain after procedure"), adnexa uteri pain ("pain in my fallopian tube"), nausea ("nausea") and anxiety ("mental anguish and suffering associated with my physical injuries"). The patient was treated with analgesics and surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage, vulvovaginal pain, nausea, abdominal distension and weight increased had resolved. At the time of the report, the uterine perforation, autoimmune disorder, anger, mood altered, procedural pain, adnexa uteri pain, flank pain, pain in extremity, night sweats, agitation, depression, libido decreased, dyspareunia, feeling abnormal, hypersensitivity, anxiety, abdominal pain lower and confusional state outcome was unknown and the dental caries had resolved. The reporter provided no causality assessment for adnexa uteri pain, anger, mood altered and procedural pain with essure. The reporter considered abdominal distension, abdominal pain lower, agitation, anxiety, autoimmune disorder, confusional state, dental caries, depression, dyspareunia, feeling abnormal, flank pain, genital haemorrhage, hypersensitivity, libido decreased, nausea, night sweats, pain in extremity, uterine perforation, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: on (B)(6) 2014, hysterosalpingogram revealed left fallopian tube occlusion. Contrast passage within fallopian tube beyond right fallopian tube micro coil insert compatible with residual patency of the right fallopian tube. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of product technical problem update. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (abdominal wall)"), genital haemorrhage ("bleeding after procedure/heavy bleeding/blood clots the size of soft balls/profuse bleeding") and autoimmune disorder ("multiple symptoms of an autoimmune disorder") in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2008, (B)(6) 2012, (B)(6) 2013.), cholecystectomy in 2010 and gestational diabetes. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain (persistent, severe radiating, cramping and bloating)"). In (B)(6) 2014, the patient experienced flank pain ("torso pain"), pain in extremity ("arm pain/legs pain") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dental caries ("tooth decay"). On (B)(6) 2014, the patient experienced feeling abnormal ("brain fog") and confusional state ("confusion"). On (B)(6) 2015, the patient experienced night sweats ("night sweats"). In (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2015, the patient experienced agitation ("agitation") and depression ("depression"). In (B)(6) 2015, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. On (B)(6) 2015, the patient experienced libido decreased ("diminished feeling during sexual relations") and dyspareunia ("painful sex at times"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), anger ("angry all the time"), mood altered ("worst mood"), procedural pain ("pain after procedure"), adnexa uteri pain ("pain in my fallopian tube"), nausea ("nausea") and anxiety ("mental anguish and suffering associated with my physical injuries"). The patient was treated with analgesics and surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2015. On 8(B)(6) 2015, the genital haemorrhage, vulvovaginal pain, nausea, abdominal distension and weight increased had resolved. At the time of the report, the perforation, autoimmune disorder, anger, mood altered, procedural pain, adnexa uteri pain, flank pain, pain in extremity, night sweats, agitation, depression, libido decreased, dyspareunia, feeling abnormal, hypersensitivity, anxiety, abdominal pain lower and confusional state outcome was unknown and the dental caries had resolved. The reporter provided no causality assessment for adnexa uteri pain, anger, mood altered and procedural pain with essure. The reporter considered abdominal distension, abdominal pain lower, agitation, anxiety, autoimmune disorder, confusional state, dental caries, depression, dyspareunia, feeling abnormal, flank pain, genital haemorrhage, hypersensitivity, libido decreased, nausea, night sweats, pain in extremity, perforation, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (B)(6) 2014, hysterosalpingogram revealed left fallopian tube occlusion. Contrast passage within fallopian tube beyond right fallopian tube micro coil insert compatible with residual patency of the right fallopian tube. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Event: confusion was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.